Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation, as it is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) was used for the purpose of administering medication for advance stage parkinson's disease. The device was placed on (B)(6), 2010. According to the complainant, on (B)(6), 2011 the patient presented with a duodenal ulcer. An esophagogastroduodenoscopy was done and found deformation of the pylorus with intestinal probe and the formation of decubitus ulcer in the duodenum that partially includes the catheter. This device was removed and not replaced. No medication was prescribed. The patient's condition is reported to be stable.

Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) was used for the purpose of administering medication for advance stage parkinson's disease. The device was placed on (B)(6), 2010. According to the complainant, on (B)(6), 2011 the patient presented with a duodenal ulcer. An esophagogastroduodenoscopy was done and found deformation of the pylorus with intestinal probe and the formation of decubitus ulcer in the duodenum that partially includes the catheter. This device was removed and not replaced. No medication was prescribed. The patient's condition is reported to be stable. Additional information received on (B)(6), 2011: the j-tube was removed due to lack of efficiency of the therapy with duodopa.